Manufacturer narrative:
The customer¿s report of cracked and leaking tubing was confirmed to be cut and leaking tubing visual inspection found multiple cuts in the tubing (p/n 605980-000). Functional testing was performed . The set leaked from the previously observed cuts in the tubing. Closer inspection under a lab microscope observed the cuts to be spread randomly throughout the tubing. The cuts were different in length and directed in different directions. The root cause of the tubing leak was due to multiple cuts in the tubing. The root cause of the cuts could not be identified.

Event description:
It was reported that pca tubing cracked and leaked dilaudid onto the floor. The set was being used on a patient that was status post wound debridement, washout, and wound vac placement. This event caused the patient severe pain, as they did not receive most of their dose. There was no other patient harm.